Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: the customer's report is that a brown string-like fm was found inside the tube.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes, returned to manufacturer on: 2022-11-28. H.6. Investigation summary: bd received 1 sample and 6 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: the customer's report is that a brown string-like fm was found inside the tube.